Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.the following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of information, the following was concluded:the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor image with tear in the strain relief was confirmed. The sr8 was visually inspected upon receipt and was found to be damaged and does not function properly. The reported issue of snow appears on ultrasound image is confirmed, on certain settings, the ultrasound image displays interference or ¿snow¿. The probes strain relief is torn from the handle of the probe. The root cause of the reported failure was identified as use related.a history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number. H3 other text : evaluation findings are in section h.11.

Event description:
Per biomed -coarse snow that appears on the lower portion of the ultrasound image, also a tear in the strain relief.

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed -coarse snow that appears on the lower portion of the ultrasound image, also a tear in the strain relief.